Event description:
It was reported that the system 2800 displayed communication errors, generator errors, and table accessory errors. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failures could not be duplicated and the system was tested and found to be working as intended. The system log, however, did show numerous errors as described. Recommendations for the replacement of different assemblies. No action taken at this time. A follow up report will be filed when additional details become available.